Event description:
The customer reported that while running an htlv-I assay, summit sample handler, did not pipette the correct amount of sample and reagent into the first row. No error message was generated. The customer aborted the plate. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.